Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during drain 1 of 2. The home patient (hp) stated that the hc alarmed se 2240 while in drain 1 of 2. The technical service representative (tsr) had the home patient (hp) cycled the power on the hc. The hc alarmed (B)(4). The tsr had the hp cycle the power the hc. The hc proceeded to press go to start. The tsr informed the hp to start over with new supplies or perform manual therapy. The tsr then informed the care giver (cg) to start over with new supplies. Per the troubleshooting performed by the tsr, the cg reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The tsr instructed the hp to inform their registered nurse (rn) of the alarm. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated they did start over with new supplies, and was able to continue as normal. The hp stated they did not notice anything different with the supplies or with the machine that could have led to this alarm. The hp stated they do not know the lot number, nor do they have samples. The hp stated therapy has been going good since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se)2240 was not confirmed. The root cause of the complaint was undetermined. The device was not returned nor exchanged. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.